Manufacturer narrative:
(B)(4). A suture needle was submitted for evaluation. A fracture was observed at the tip of sample a. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surface was examined in multiple locations in order to determine the fracture mode.the evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown neuro surgery on (B)(6) 2019 and suture was use. During the procedure, the needle tip broke. There were no adverse consequences to the patient. No additional information was received.